Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) was used to capture medical device removal.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has an attune knee implant and was told that she needs revision surgery. Update june 8, 2017: voice call conducted with patient. Information extracted mentioned patient was revised to address loosening. Medical records reviewed. Primary operative notes (B)(6) 2013 indicate the patient received a left total knee arthroplasty due to left knee degenerative joint disease. Operative notes also indicate that during the procedure a 1 mm displacement crack at the level of the lateral femoral condyle was sustained that propagated to the anterior femoral cortex and produced motion of the entire lateral femoral condylar component. Therefore, reduction and fixation of the lateral femoral condyle with a single screw and washer was obtained successfully. Post-op x-ray reveals satisfactory immediate postoperative findings. Revision notes were not provided within these medical records. Please note, some sections of the medical records were not readable due to poor quality of the copy. Also note, the patient received a right primary depuy total knee as well, within the medical records there is not an indication of deficiency of the right total knee arthroplasty. Updated 10-17-2017.